Manufacturer narrative:
Mfg site name - (B)(4). Visual analysis revealed that there was no damage to the capio slim suture capturing device and the suture on the blue dilator was broken and the dart was missing and not returned. The condition of the returned device confirmed that the tip broke off. The most probable root cause is undeterminable. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.  A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during a colpopexy procedure performed on an unknown date. According to the complainant, the needle was noticed to have broken off from the suture while the device was still on the back table. The procedure was completed with another device. At the conclusion of the procedure, it was reported that there was no harm to the patient.

Manufacturer narrative:
(B)(4). The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during a colpopexy procedure performed on an unknown date. According to the complainant, the needle was noticed to have broken off from the suture while the device was still on the back table. The procedure was completed with another device. At the conclusion of the procedure, it was reported that there was no harm to the patient.